Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no catalog number or lot number was provided.

Event description:
While cutting a shanz pin intra-operatively the pin became cold welded to the bolt cutting head and could not be removed. The bottom of the device broke off. This is # 2 of 2 reports submitted on this event.